Event description:
Customer reports inconsistent patient results with protime instrument vs an unspecified lab instrument. This report is for patient 3 of 3. On (B) (6) 2009, protime inr 2.5 vs lab 4.0. Patient retest later in day, protime inr 3.1 vs lab 4.4. Patient therapeutic range 2.0 - 3.0 inr. Customer discontinued protime and indicated patients on lovenox will have sample sent to the lab. No reports of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B) (4). Manufacturer's method, results - manufacturer evaluation / investigation currently in process.